Event description:
It was reported that a patient underwent a midline laparotomy on an unknown date and suture was used on fascia tissue. The patient developed a wound infection and fascial dehiscence. The patient was treated with a revision of the abdominal wall and secondary wound closure. The patient has recovered.

Manufacturer narrative:
(B)(4). Infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: pds ll plus antibacterial suture . Pds ii (polydioxanone) suture.